Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"Material#: 383593, batch#: unknown, it was reported by customer that patient is here following up on an IV catheter to the broke off in the dorsum of his hand when he was at the hospital and the catheter was removed. Complaint via email. Based on the note I reviewed below from the patient yesterday, it doesn't appear that the plan is to remove the retained catheter fragment in the patients hand. Could you please ask dr. (B)(6), if they do decide to remove it, the fragment can be retained and so we can send it to the manufacturer for evaluation".